Event description:
Boston scientific received information that this product was returned with no reported product performance issues. Initial analysis completed in our post market quality assurance laboratory identified a product performance issue. No adverse patient effects were reported.

Manufacturer narrative:
Initial testing of the device revealed shock therapy was not available. Visual inspection of the device found no anomalies. Impedance measurements were performed, revealing the device output circuitry was shorted. Review of device memory concluded the device either delivered a shock to a compromised lead, or no lead was connected at the time of the shock, causing damage to the output circuitry. Analysis was unable to determine whether the device had therapy available prior to explant.